Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via pads and paddles and inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via pads and paddles. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. The device was returned to zoll japan for evaluation. The reported issue of no ECG signal could not be duplicated. Log review showed the device initially displayed a clear ECG signal through the pads but later switched to a different view (lead I), which stopped showing a pads ECG signal. The user also adjusted the pad cables during troubleshooting, but the view was not changed back to the pads lead. The device passed all functional testing. Our investigation concluded the user was not in the appropriate ECG lead view. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.